Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the black sheet on the catheter detached into the scope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that a black sheet was detached in the scope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The rx tunnel of the device was noted to be loose, thereby the reported event of rx tunnel detachment was not confirmed. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event), block e1 (physician's complete name and phone number) and block e3 (occupation) block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that a black sheet was detached in the scope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2020*** it was reported that the detached black sheet was retrieved from the scope by being pushed out with a catheter.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The rx tunnel of the device was noted to be loose, thereby the reported event of rx tunnel detachment was not confirmed. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that a black sheet was detached in the scope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Additional information received on july 30, 2020. It was reported that the detached black sheet was retrieved from the scope by being pushed out with a catheter.